Manufacturer narrative:
A steris service technician inspected the lights and controllers and found that the wall controller had a damaged capacitor in the power supply, however there was no evidence of burning or melting. The technician replaced the power supply, checked the wiring and control boards in the light head and returned the lights to service. Further evaluation of the damaged controller found that the capacitor had been subject to voltage above its maximum rating, causing the controller to overheat and smoke. The typical failure mode for electrolytic capacitors like those used in this system is for a plume of smoke to be emitted from the capacitor which can last approximately one minute and then stops. This "smoke" is the vaporized contents of the electrolyte used in the capacitor which is short-lived and not harmful. The risk of fire or any other incendiary event is minimal when this type of event occurs. The wall control is located outside the area that is considered an oxygen rich environment. The wall control for the lighting system is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for the in areas where flammable anesthetics may be in use.

Event description:
The user facility reported that during a surgery a harmony surgical light system made a popping noise, the light went out and smoke was observed coming out of the control box. There were no reported injuries to the patient or hospital staff and the procedure was completed successfully.